Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2019-jan-17 regarding a patient receiving lioresal (2000mcg/ml at 1120mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient had an infection that was likely to have extended into the pump pocket. The hcp started weaning intrathecal baclofen by 8% and added supplemental oral baclofen in preparation to wean the patient down for explant. The environmental, external, or patient factors that may have led or contributed to the event were unknown. Diagnostics/troubleshooting included infectious disease consultation. The event was unresolved at the time of report, and the patient's status was alive - no injury. Additional interventions were unknown, however, it was indicated that surgical intervention was planned. No further complications were reported or anticipated.